Event description:
The rep reported the pt stopped using the device after many attempts to reprogram uncomfortable stimulation; the pt had not used the rechargeable ins for more than a year. X-ray results confirmed the lead had not migrated. After the pt was unable to recharge the unit, the rep advised initiation of physician recharge mode by the pt subsequent to recharge attempts by the rep. A normal recharge screen had not been obtained after 2.5 physician mode recharge cycle attempts. Additional info has been requested from the physician. A follow-up report will be sent if additional info is rec'd.